Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 3 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced an unexpected collapse of the fowler or a cot drop. There were 2 events with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 5 malfunction events, where it was reported the devices experienced an unexpected collapse of the fowler or a cot drop. There were 3 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
1 investigation was performed via communication/interviews but the issue was not confirmed; no defect or malfunction was found. The final device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found.